Event description:
The customer reported that the system failed to allow the user to properly recall saved patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is currently unavailable and no additional service information was provided.